Event description:
The pt was sent at the implant center for device evaluation for a sound percept problem. The center exchanged external equipment. Testing confirmed that the device was no longer functioning.